Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: coronary vein pacing with standard active fixation leads for cardiac resynchronization. Europace. 2015;17(10):1099-5129. (B)(4).

Event description:
A journal article was received which contained information regarding this patient¿s left ventricular (lv) lead. The article indicated that the lead was extracted due to an infection one year post-implant. It was also noted that it was an ¿extremely challenging¿ lead extraction procedure. The lead was subsequently replaced. No patient complications have been reported as a result of this event.